Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for hyperglycemia, with a blood glucose reading of 347 mg/dl. The customer's mother stated that prior to the event, the customer had been experiencing high blood glucose levels the night before and the morning of the event. The customer's mother also stated that the customer uses model mmt-943 mio infusion set, changes his set every two to three days, and last changed his infusion set right before the event. Programming was correct. Troubleshooting was performed, and the insulin pump passed the fixed prime and the high pressure tests. Nothing further was reported.